Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient was hospitalized due to constant low blood glucose on (B)(6) 2024. The length of the hospitalization was 6 days. Blood glucose level reported during the event was 36mg/dl. Patient was treated via intra-venous glucose to address low blood glucose. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.